Manufacturer narrative:
Product ID 3095-10 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID 3037 lot# serial# (B)(4), product type programmer, patient product ID 3889-33 lot# va06jtp, implanted: 2013 (B)(6), product type lead (B)(4).

Event description:
It was reported that the patient was having some urinary tract infection problems, and was not sure how long it had been going on. The patient thought the infection was gone now, but it was indicated that she got them on and off and used a catheter at night. The patient was aware that the catheter could create infections. It was noted that the patient had been ¿out of town and when I came back, I felt pain down there, and I just thought of it today, so I called to turn stimulation off.¿the patient was on program 3 at 3.6 v, patient programmer functionality was reviewed, and the patient turned stimulation off. The patient was going to see the doctor tomorrow to get everything checked. It was noted that the patient stated, ¿I need him to do a scope or something tomorrow, because something doesn¿t feel right, and maybe the stimulation isn¿t hitting me right.¿ additional information was requested, but was not available as of the date of this report.